Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Customer stated they clear alarm and finish complete prime process. Customer run self test which was failed. The device will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. The hardware rtc date and time disagrees with the software maintained date and time, the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula and interprocessor communication error pump not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.